Event description:
Caller reports that the coaguchek s meter produced smoke after new batteries were inserted into the device. No adverse event reported. Requested return of suspect device and replacement was sent.